Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set steel cannula was bent when removed from site event on (B)(6) 2024. The patient replaced infusion sets and resumed insulin successfully. No further information available.